Event description:
Physician unable to remove guide wire via right internal jugular vein after trilumen catheter central line placement at bedside necessitating interventional radiology procedure to remove guidewire caught in greenfield filter in inferior vena cava. During central venous catheter procedure, guidedwire threaded easily after venipuncture, dilator passed easily with free flow of guidewire and trilumen catheter passed over wire but unable to remove wire from vein. Physician informed after cvc attempt that pt had greenfield filter. Guidewire retrieved during interventional radiology procedure.